Event description:
Device 4 of 4: reference MFR report: 3006705815-2017-00624, reference MFR report: 3006705815-2017-00628, reference MFR report: 3006705815-2017-00629. It was reported that the patient's leads were damaged during an unrelated surgery on (B)(6) 2017. As a result, the physician explanted and replaced the damaged leads. Patient has effective therapy post op.